Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer's blood glucose ranged from 150-180 mg/dl. The customer reverted to manual injections for insulin therapy.